Manufacturer narrative:
B3: the event date is approximate. Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
The complaint was received from a consumer in USA.

Event description:
A customer alleged that their expertclean power toothbrush caught on fire and was not during use. No other injuries or property damage were reported.